Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ needle had been found with a feather on it. The following was received by the initial reporter: a feather had been found on a 19g hypodermic needle. The patient had not come into contact with this needle, as the healthcare staff had seen it before performing the medical procedure.

Manufacturer narrative:
As neither a lot number nor a material number was available for this incident, a review of the production history records could not be performed. Three (3) picture samples were provided. The picture samples revealed a feather on a cannula component; however, the pictures only showed the cannula component and no other product components that may have assisted in identifying the material involved. A sample was noted as being sent to bd for investigation; however, the sample could not be located. If any additional information becomes available or if the sample is located, a revised investigation may be performed. At this time, no further conclusions are possible.

Event description:
No additional information.